Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions: the root cause of this event was due to the surgeon not liking the way the lens sat in the eye due to a capsular tear that occurred prior to insertion of the lens.

Event description:
It was reported that the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery due to the surgeon not liking the way the lens sat in the eye. This was due to a posterior capsular tear that had occurred prior to insertion of the lens, during the phacoemulsification or I/a procedure and this facility used a competitor's phacoemulsification system. The reporter stated the capsular tear was not lens related. The lens was removed in one piece with no pt injury, no enlarged incision or sutures.